Event description:
It was reported that the device showed an error code 1301 (laser power too low: please restart device or call service). The procedure was not completed due to this event there were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customers site by a field service engineer(fse). The fse confirmed that the device displays error message. A work order was performed and indicated that the flash lamp failed. The flashlamp was replaced and checked power settings. The functional test and safety evaluation was completed and passed the checklist. The fse replaced the flash lamp, and the issue was resolved. An investigation conclusion code of caused traced to component failure was assigned to this complaint.

Event description:
It was reported that the device showed an error code 1301 (laser power too low: please restart device or call service). The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the device showed an error code 1301 (laser power too low: please restart device or call service). Additional information was received via good faith effort stating that the patient was not sedated. There were no patient complications reported.

Manufacturer narrative:
Correction to block b5: describe event or problem. The console was not returned for analysis; however, the console was serviced at the customers site by a field service engineer (fse). The fse confirmed that the device displays error message. A work order was performed and indicated that the flash lamp failed. The flashlamp was replaced and checked power settings. The functional test and safety evaluation was completed and passed the checklist. The fse replaced the flash lamp, and the issue was resolved. An investigation conclusion code of caused traced to component failure was assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.